Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction test strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of "lo" blood results. Expected fasting blood glucose test result range is 100 to 104mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept bathroom. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (time is not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of "lo" blood results. Expected fasting blood glucose test result range is 100 to 104 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Verified storage of test strips is not within instructed specification since they are kept bathroom. Test strip lot manufacturer's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (time is not set): "lo" (B)(6) 2015 11:14 pm fasting: no; 84 mg/dl (B)(6) 2015 11:58 pm fasting: yes; 111 mg/dl (B)(6) 2015 12:45 pm fasting: no; 123 mg/dl (B)(6) 2015 11:16 pm fasting: no; 95 mg/dl (B)(6) 2015 04:22 am fasting: yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report # (B)(4).